Event description:
During the implant procedure, the patient experienced bleeding from a vein during tunneling. Physician applied direct pressure for 15 minutes and placed purse string sutures at the neck and chest incision which stopped bleeding. This resolved the issue.